Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: surgeon was implanting a cage and screw construct on (B)(6) 2012. During insertion of the second screw, the implant split into two parts inside of the patient. The surgeon removed the implant and finished the procedure using a competitors cage. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.